Event description:
On (B)(6) 2014, an implant card was received which indicates that the patient's vns device was replaced on (B)(6), 2013 prophylactically. Although initially reported that the patient's increase in seizures was related to the end of service condition of the vns device, interrogation of the device prior to surgery indicated it was not at end of service. The physician believes the increased seizure frequency is related to the low battery condition. The increased seizure frequency is above baseline levels. There was an increase in myoclonus jerks. The increase in seizures was first noted on (B)(6) 2013. No causal or contributory programming, medication, or external factors preceded the onset of the event. The explanted generator will not be returned to the manufacturer, because it was discarded.